Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during inspection at the customs, the subject pacemaker was found in vvi mode (with a basic rate at 70min-1), which is different from the parameter given in the implant manual (ddd mode). Then the subject pacemaker was reportedly re-initialized. After that, all parameters were normal, except for the sensing and pacing polarities that cannot be set to bipolar. The customs would like to know if the subject pacemaker can still be used.